Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test due to faulty force sensor system. No motor error alarm. Motor passed motor test. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 7.5mmol/l at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.